Event description:
(B)(4) - the dealer reported that the solara2g custom mechanical wheelchair arm socket was broken. There was no injury reported.

Manufacturer narrative:
(B)(4). Two reportable complaints were created because of different events dates were reported, and the file numbers are the following: (B)(4).